Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a hole in the IV tubing set line that was connected to the patient's peripherally inserted central catheter (PICC). The hole caused the unidentified fluid to leak out and bubbles inside the tubing. There were no bubbles seen near by the patient's PICC line but only in the middle of the IV tubing. Although requested, additional information was not provided.